Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrodes. The area was described as a red itchy rash with bumps but no broken skin or bleeding. The patient's doctor recommended a baby powder, but the patient indicated that he felt it made the irritation worse. Multiple attempts to follow up with the patient were unsuccessful. The final medical outcome of the irritation is unknown.